Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the customer had normal blood glucose levels. No exact blood glucose levels were provided. The customer reported a compromised force sensor system error from the insulin pump. No additional information was provided.

Manufacturer narrative:
Insulin pump alarmed prime during the basic occlusion test due to protruded and loose drive support disk. Insulin pump received with protruded and loose drive support disk, minor scratches on display window and cracked reservoir tube lip.